Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the keypad was damaged and all keypad buttons were under-responsive. It was reported the damage occurred prior to the response issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with a peeling keypad. During testing, the ok keypad button was intermittently responsive. The keypad cover was removed and corrosion due to moisture was found under all of the keypad button contacts. Unrelated to the initial complaint, the display was dim and discolored. There was evidence of moisture corrosion on keypad flex, and a leak test confirmed a display lens leak.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.